Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a myomectomy procedure, the jaws of the device could not be re-opened while applied to tissue. The surgeon resected the tissue directly adjacent to the jaws of the device in order to remove the device from tissue. There was no injury to pt.